Event description:
The jacket guard became stuck on the ipsi attachment site upon removal of the delivery catheter. The device was dismantled to facilitate removal. A balloon was inserted and the ipsilateral attachment site was successfully dilated after which the jacket guard was removed.